Event description:
The complainant reported that on 12/2/1999, complainant gave an oral fluid specimen using the orasure collection device for insurance purposes. Complainant reported swelling of the jaw, itchiness, swollen eye lids, and dizziness. In addition, complainant reported that their lips were dry and cracking but was unsure if that was weather related or due to the use of the device. The physician consulatant contacted the complainant an learned that the symptoms resolved within approximately 48 hours. Complainant reported to physician that they had noticed bilateral eyelid swelling, headache, and a sore jaw. Complainant reported that there were no mucosal lesions.